Event description:
Bd 10ml luer-lok tip syringe contaminated in plastic packaging with ink. Package unopened. Ink contaminates the barrel of the syringe, making the product unusable. Not used in compounding therefore no patient involvement.